Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a colectomy end-to-end anastomosis, during the first firing, despite operating the knob, the knob did not move forward and the device could not fire. Another device was used to complete the case. There was no patient injury.